Event description:
Caller reported false negative result on urine pregnancy test. Pt had a positive on home pregnancy test, but was negative in office. Sample was sent to the lab and it was positive (do not know what method was used).

Manufacturer narrative:
Investigation pending.